Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe with sub-q needle leaked. The following information was provided by the initial reporter:  " patient advised when injecting medication into site, it appears to be pressure and the medication squirt out/comes up out of needle."

Event description:
It was reported that bd syringe with sub-q needle leaked. The following information was provided by the initial reporter:  " patient advised when injecting medication into site, it appears to be pressure and the medication squirt out/comes up out of needle."

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.